Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had an issue with a sensor. Customer stated she was trying to insert sensor and it did not go in properly. The needle was at an angle. Customer's blood glucose was 114 mg/dl. No further information reported.